Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device communicated properly with the glucose sensor simulator and minilink transmitter. The tested blood glucose value was listed in the sensor graph screen. No unexpected lost sensor alarm noted. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Event description:
It was reported that the customer was having difficulty pressing a button that was being intermittently responsive on the insulin pump. The customer's blood glucose was not recalled. No significant events leading to the issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)